Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported that a pt sample was run 4 times with architect stat troponin I reagent lot 12072un06 and all results were > 30 ng/ml. A cardiac catheterization was performed on the pt and did not show any evidence of a myocardial infarction. Testing of other cardiac markers (ck and ck-mb) generated negative results. Retesting was performed on bayer elecsis and zentauer and both results were under detection limits.